Manufacturer narrative:
Inratio precision data provided by end-user lot: 1st-inr = >7.5, 2nd-inr = 4.5. 7.5 inr was utilized for comparison test. Inratio meter mean: 6.00, sd: 2.12, %cv: 35.36. Since 35.36% cv is more than 20%, the precision test failed the criteria for precision. Products will be tested if returned. Retained strip test will be performed as soon as we are provided with the strip ln. As of today, products associated to this complaint are not expected to be returned.

Event description:
Caller alleged discrepant results (precision). Results as follows: 1st-inr = >7.5, 2nd-inr = 4.